Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Two subject devices were used during an unknown procedure. During use of the first device, seal errors were occurred continuously. The first device replaced with another same device. During use of the second device, seal errors were occurred again. As the result of inspection, it was found that the grasping section was bending to the right while closing the grasping section facing downward. Also, it was found that metal part of the grasping section and probe were touching while closing the grasping section since the tissue pad was partially missing. It was not reported that whether the second device was replaced and whether the intended procedure was completed. It was not reported that the fragment of the missing part of the tissue pad fell into the patient. There were no patient injury reported. This MDR is regarding the first device. Please cross-reference the following report about the second device: 8010047-2016-00948.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed with no irregularities. As a result of the evaluation on july 23, 2016, omsc confirmed that there were no malfunctions which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.